Event description:
During surgery it was recognized that the tip of an atraumatic was missing. The needle remained on the suture; the tip was missing. No patient harm detected at this time. Ethicon monocryl lot #: 101lax, ref: mcp358.